Event description:
It was reported during a coil embolization procedure of the anterior communicating artery (acom), the guidewire was difficult to advance. The procedure was completed with another guidewire. The patient is reported to be fine. Additional information was reported from the user facility and it was determined that continuous flush was maintained throughout the procedure, visual inspection of the devices prior to use did not reveal any damages and the patient's anatomy was considered severly tortuous. Upon receipt of the device, visual examination revealed ptfe coating was missing along its proximal length between 34.5cm to 37.0cm from its proximal tip.

Manufacturer narrative:
A review of the device history record (DHR) was performed and demonstrated that the device met all required specifications upon its release. Visual examination of the device revealed ptfe coating was missing along its proximal length between 34.5cm to 37.0cm from its proximal tip. The coating was missing 360 degrees around the circumference of the guidewire and sections on the proximal end of the wire were partially peeled up from the stainless steel core wire. Also, the torque device's brass collett markings appeared to be embedded into the guidewire. Based on the device's condition, it was confirmed that the torque device had been dragged resulting in damage to the pfte coating. Examination of the distal end of the guide wire did not reveal any abnormalities or peeling of the coating, though the microcatheter was found to be compressed at 10.8cm distal to its strain relief. Although these types of damages are known to contribute to friction during advancement, in this case the anomalies are minor and located on the proximal end. As a result, it is unlikely the reported difficulty advancing was directly due to these damages. The guidewire dimensions which could be measured were found to be within specification. Based on the information available, the most probable cause of the difficulty advancing has been determined to be the severe tortuosity of the patient's anatomy. Advancement of the system through the tortuous path likely led to friction build up between the catheter and guidewire which subsequently lead to difficulty advancing. As this is considered anatomical in nature, operational context was determined to be the root cause. It should be noted that the device's directions for use (dfu) warns the user in the cautions/precautions sections that "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire". The dfu also states "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel perforation.